Manufacturer narrative:
An examination of returned used device item hps-hb11 found 5.5mm bur tip broken off from the inner sleeve. Broken tip was returned for the evaluation. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be excessive force. A two-year lot history review shows a total of three (3) devices for this lot number and failure mode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 12 reports, regarding 20 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, hps-hb11, hps prebent spherical bur, was being used on (B)(6) 2025 during a hip arthroscopy and "the cutter head has broken in the patient¿s joint during an hip arthroscopy.¿ the fragment was removed from the surgical site. There was no impact or injury to the patient or user. The procedure was completed with another ¿cutter head¿. There was a 15 minute delay and the patient was reported as "good". This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, hps-hb11, hps prebent spherical bur, was being used on (B)(6) 2025 during a hip arthroscopy and "the cutter head has broken in the patient¿s joint during an hip arthroscopy.¿ the fragment was removed from the surgical site. There was no impact or injury to the patient or user. The procedure was completed with another ¿cutter head¿. There was a 15 minute delay and the patient was reported as "good". This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.